Manufacturer narrative:
H.6. Investigation: one photo and one loose 5ml luer-lock syringe (p/n 309649) were received. The sample was visually evaluated. A vertical crack was seen extending from just above the "1" numeral down through the "3" numeral. Additionally, a second vertical crack was present in the middle of the barrel opposite the scale markings. The observed conditions were non-conforming per product specification. Potential root cause for the cracked barrel defect is associated with the assembly process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. Batch #1097017 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that the bd 5ml syringe luer-lok¿ tip experienced a cracked syringe barrel. The following information was provided by the initial reporter: body of the syringe cracked. Observation of a crack in the body of a syringe used for ppi water sampling. No consequence for the patient or the operator.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd 5ml syringe luer-lok¿ tip experienced a cracked syringe barrel. The following information was provided by the initial reporter: body of the syringe cracked. Observation of a crack in the body of a syringe used for ppi water sampling. No consequence for the patient or the operator.